Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) displayed a comm loss error message, but the unit is up and running. No patient harm or injury was reported. Investigation summary: the failure mode for this event is unknown. Multiple attempts were made to the customer for further information without results. The customer declined further attempts to resolve the issue. The issue has most likely been resolved. A review of the system serial number finds no recurrence of this issue reported. A root cause cannot be determined as the device was not returned for evaluation. The complaint history review of the customer account does reveal multiple reports of communication loss for various nk devices. These complaints do not indicate any deficiency with nk devices as a resolution was reached via troubleshooting and no exchanges or repairs were performed in these events. There have been no subsequent complaint reporting of comm loss by the customer following this event. There is no indication of ongoing trends relating to comm loss for the customer. Comm loss is an error message notifying the user of loss of network communication between the monitoring devices and the central nurse's station (cns). Possible causes of a communication error message could be when the network cable or connector is disconnected or faulty, if the wireless router or hub is faulty, if the settings of the bedside monitor are not the same as the cns or if there are duplicate ip addresses being used by more than one bed. Communication loss may also occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection or cause the host table to become unbalanced. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction and, thus, do not warrant a corrective action. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Event description:
The customer reported that the central nurse's station (cns) displayed a comm loss error message. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) displayed a communication loss (comm loss) error message. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) displayed a communication loss (comm loss) error message, but the unit is up and running. Technical support (ts) is working with the customer to resolve the issue. It is unknown whether or not the unit was in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.